Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned and analyzed. The battery was non-operational as received. The battery could not be tested or be charged on the battery charger. The battery was opened for analysis and the total cell-pair voltage was below 10 volts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging and triggered a flashing red indicator light when connected to the battery charger. The battery was exchanged. The battery was returned to the manufacturer, analysed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis revealed that battery was not able to display the charge status on the gas gauge light emitting diode (led). Supplemental testing revealed that the led and printer circuit assembly connector was not properly connected; after reinserting the led connector, the battery was able to exhibit charge indication. The battery was able to charge and adequately provide power to a test controller, no flashing red was observed. As a result, the reported "flashing red" could not be confirmed. The most likely root cause "inability of the battery to charge" can be attributed to an internal led connection failure, which can be attributed to improper assembly of the connector during the battery manufacturing process. The patient may have perceived the led's not lighting up as a depleted battery, and hence, unable to charge. If information is provided in the future, a supplemental report will be issued.